Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. The troubleshooting was performed for the high blood glucose and insulin flow blocked alarm. The customer reported that event was resolved by reservoir change. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test : reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm insulin pump. Performed a manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. No anomalies found to transfer guard during pre-fill.(B)(4).

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. No anomalies found to transfer guard during pre-fill.